Event description:
It was reported that, "anatomic patella fractured underneath the triathlon patella. Surgeon elected to treat conservatively. No surgery required. No fall involved."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.